Event description:
It was reported by the customer that during an inspection of the cardiosave intra-aortic balloon pump (iabp), the status of battery 2 was not recognized when battery 1 was replaced with battery 2 and the status was displayed. This led to the conclusion that the battery was broken. It was then replaced with a new battery, and the status was confirmed. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) tried swapping battery 1 with battery 2, the status was displayed. This led to the conclusion that the battery was faulty. Then replaced it with a new battery and were able to confirm the status. Continued the inspection, removed battery 1 to check its operation again, which resulted in a shutdown. Connected an ac power source and checked the battery status, but they were unable to confirm battery 2. It was discovered that even when battery 1 and battery 2 were swapped, the status of the battery in battery 2 could not be confirmed. Noticed that battery 2 was not charging." The cause was found to be a malfunction in the power interface assembly. The power slot interface assembly was replaced. After that, we checked whether battery 2 could be charged, and it charged normally. We also checked whether it could be switched to battery 1 and confirmed that it was working properly. After that, we conducted an inspection based on the inspection record sheet. Operation was confirmed to be good. An inspection was performed based on the service manual and found no problems.